Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with automated peritoneal dialysis (pd) therapy. It was reported the patient is ¿under treatment now¿. The cause of the peritonitis was unknown. At the time of this report the patient outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.